Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a proglide device after an interventional pulmonary vein isolation procedure. Reportedly, the sutures did not catch on deployment [suture malposition]. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
E1: facility name - (B)(6). Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2616 was removed.

Event description:
Subsequent to the initially filed MDR report, the following information was received/clarified. Reportedly, the suture did not catch on deployment was actually a suture retrieval issue upon plunger removal. No additional information was provided.